Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On march 26, 2025, mentor received additional information that indicated that the date of explantation has been updated to (B)(6) 2025.

Manufacturer narrative:
On november 22, 2024, mentor received additional information that indicated that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. On november 26, 2024, the date of the surgery was updated to (B)(6) 2024 and on december 4, 2024, mentor received another additional information that indicated that the date of surgery has been cancelled due to the patient's unspecified health issues. Lastly, mentor also received additional information indicating that the patient actually received a course of antibiotics post-operatively, prior to experiencing the right capsular contracture and left ptosis.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2024, it was decided to remove 6. Health effect - impact code, f19 -surgical intervention, to more accurately capture the reported event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 755cc mentor memorygel xtra breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade iii) and a dropped left breast. The right breast has firmness and left breast is more ptotic than the right. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 13, 2025, mentor received additional information that indicated that the patient was scheduled for breast implant removal surgery on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: ptosis.